Manufacturer narrative:
Product analysis visual inspection of the returned catheter revealed one kink along the shaft, the kink was observed approx. 8.0 cm from the distal tip of the device heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed burnt bi ologics/bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was seemingly exposed continuity/resistance and functional testing could not be completed on the returned device due to the damage observed to the heating element/coil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was using a closurefast rfa catheter and a micro introducer sheath for treatment of the great saphenous vein (gsv). The IFU was followed. A guidewire was used for insertion of the catheter. The appropriate temperature was reached. It was reported after treatment of the gsv, the customer tried to pull out the catheter through the sheath, but was unable . The physician had to pull the sheath and the catheter together and noted that the thermocouple was destroyed. The wire was unwound partly in the sheath. Another catheter was opened to continue treatment of the second vein. No visible defects or damage were noted on the introducer. No patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.